Event description:
It was reported that after centrifugation with bd vacutainer ® barricor ¿ blood collection tubes there was poor barrier separation of sample. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when the sample is centrifuged, the gel that separates the serum is not separating properly. The gel is becoming very loose in the middle of the tube, this is causing a smaller volume in the serum and problems in the equipment because when the sample is pipetted it comes into contact with the gel, making the analysis unfeasible.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer ® barricor ¿ blood collection tubes there was poor barrier separation of sample. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when the sample is centrifuged, the gel that separates the serum is not separating properly. The gel is becoming very loose in the middle of the tube, this is causing a smaller volume in the serum and problems in the equipment because when the sample is pipetted it comes into contact with the gel, making the analysis unfeasible.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode, poor barrier formation, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.